Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit turbine motor failure occurs immediately after starting with ac. The temperature of the power board rises rapidly. The customer check the wiring of all components normal and the indicator light of turbine drive pcba (power circuit board analog) is red. As a resolution, the fault turbine drive pcba (power circuit board analog) with another and problem is solved. It is confirmed that the turbine driver pcba (printed circuit board analog) is faulty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator when the machine was started with ac power, there was "turbine motor failure, low inspiratory peak pressure and low minute ventilation" and the ventilator stopped ventilation. As of this time, there is no information about patient involvement associated with the reported event.